Manufacturer narrative:
Evaluation of the returned sample found no anomalies. Confirmed damage as reported. Review of the manufacturing records showed that the lot met specification when released to stock. As reported, this was the second time product was used by his surgeon. As this time no definitive conclusion can be made.

Event description:
The following was reported to davol: it is alleged during a ventral hernia repair procedure, the reconix mesh ripped when trying to place a suture. The suture being placed was eptfe suture cv-0 th-50 (non bard/davol). The device was not implanted in the patient and was returned for evaluation. As the damage to the material compromised the implant and MDR is being filed to document this event. As reported, there was not patient injury and the device was removed without issue.